Manufacturer narrative:
The unit was returned to the service center. The customer's reported issue that the unit fails the rotor error test was confirmed. The issue was isolated to a gearbox failure. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit fails the rotor error test. There was no patient involvement.